Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. It was reported that after the stent graft was deployed, the resident physician did not depress the quick disconnect to retract the tip into the graft cover; therefore, inadvertently pulled the graft distally approximately 1 cm, as the delivery system was being removed. There was no endoleak present; however, a 24mm cuff was successfully placed proximally to build the device up to the renals. No clinical sequelae were reported, and the pt is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Eval results: (tapered tip was not retracted into the graft cover during removal of the delivery system). Conclusions: (tapered tip was not retracted into the graft cover during removal of the delivery system).